Manufacturer narrative:
As part of our investigation, olympus made multiple follow ups with the user facility by telephone and in writing in an attempt to gather additional information on the reported event; however, no additional information was obtained. The device was returned to olympus for evaluation. The evaluation confirmed the reported teflon pad damage. A visual inspection on the device was performed and found the ptfe pad (teflon pad) severely worn, partially split in cross direction, and partially separated/detached, exposing metal. In addition, the distal end of the device was inspected under a microscope and found the probe with charred marks. The device was then attached and tested with an olympus electrosurgical general for a probe check. The device passed the probe check test. Based on similar reported events, the cause of the reported teflon pad damage could be related to the operator¿s technique when insufficient tissue or no tissue is between the probe and jaw when the device is activated. The instruction manual provides several warning and caution statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during an unspecified procedure, the insulation (teflon pad) on the tip of the thunderbeat device peeled off. The procedure was completed with a different device. There was no patient injury reported.